Event description:
The following was reported to hamilton medical ag: the mt1 stopped functioning during a transfer before they were about to leave. The screen went all black and no volume was delivered, the doctor had to bag the patient manually. It apparently happened twice during the transfer, the vent began working normally but no signs of anyone rebooting the device no patient harm but patient had to be bagged manually temporarily.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Manufacturer narrative:
It was alleged that the device stopped functioning during ventilation of a patient. The patient was manually bagged. No harm to the patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The review of the log files confirmed that the device alarmed with high priority alarm "external flow sensor failed". Maintenance tests were successfully performed, no correction was required, and the device was released back into use.